Manufacturer narrative:
Additional information regarding the full model/serial of the affected rv lead is still being requested from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. It is unknown at this time if any values were reported to be out of range. The rv lead remains in service and no adverse patient effects were reported.